Manufacturer narrative:
Batch review performed on 08-aug-2022: lot 182707: 38 items manufactured and released on 20-jul-2018. Expiration date: 2023-07-11. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, revision was performed due to implant loosening probably caused by a suspected fracture in the femur bone. Any fracture was noticed during the primary surgery. During the revision surgery a fracture was noticed but the reason is unknown. The surgeon revised successfully the head with a ceramic head and stem with a quadra-c stem and implanted a competitor plate.

Manufacturer narrative:
Corrected data d4: the correct device reference is (B)(6). G3: date received by manufacturer is 08-05-2022., h6: medical device proble code is 3003. Additional info d4: the device expires on 07-11-2023.